Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during fill four of six of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the customer indicated that there was a fluid leak from the disposable; the heater bag was empty but had fluid under it. The technical services representative assisted the customer in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified by sample analysis. Based on reported information, the cause was determined to be due to a leak in the cassette or tubing. Should additional relevant information become available, a supplemental report will be submitted.